Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to detach from the delivery system. An endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. Capsule position was not confirmed by endoscope and no lubricant was used to facilitate placement of the capsule. The defective device will be returned for investigation. There was no harm or injury reported.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by investigation personnel. One delivery device and capsule was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification. The customer reported that the capsule failed to detach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to detach from the delivery system. There was no harm to the patient, no intervention was required and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. Capsule position was not confirmed by endoscope and no lubricant was used to facilitate placement of the capsule. The defective device will be returned for investigation. There was no harm or injury reported.